Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a patient-reported via phone that on (B)(6) 2024, underwent revision surgery to have an ar-513-t4 ibalance tka tibial tray removed. The initial surgery occurred on (B)(6) 2022; the patient was unsure. It was then discovered, about two years later, in late or early of (B)(6) 2024, via x-ray, that the plate had fractured. The patient underwent revision surgery on (B)(6) 2024 to have the plate removed. The case was completed using new implants from another manufacturer.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.